Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a procedure a polarsheath was selected for use. The balloon was inserted into the sheath and tried a reverse blood flow, but it was stiff and could not be pulled. It was explained that a reverse blood flow is not recommended, but a defect on the balloon was suspected, so the catheter was replaced. The original sheath was used to complete the procedure. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The polarsheath was functionally leak tested. The functional tests include an aspiration, hemostasis, and positive air pressure test. These tests evaluate the performance of the hemostatic valve, some of which are under conditions more rigorous than a clinical setting. The inner diameter at the distal tip of the sheath was measured, the sheath measured within the specification limit.

Event description:
During a procedure a polarsheath was selected for use. The balloon was inserted into the sheath and tried a reverse blood flow, but it was stiff and could not be pulled. It was explained that a reverse blood flow is not recommended, but a defect on the balloon was suspected, so the catheter was replaced. The original sheath was used to complete the procedure. No patient complications were reported. The device is expected to be returned for analysis.